Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the burr became stuck with the wire. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the burr was locked, and the advancer and guidewire could not be withdrawn. The procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. During analysis, the rotawire was able to be removed from the advancer and burr which was then able to be reinserted with no resistance or issues. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the wire. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the burr was locked, and the advancer and guidewire could not be withdrawn. The procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure. It was further reported that the rotalink burr and rotawire were removed as one unit.

Manufacturer narrative:
E1 - initial reporter address (B)(6).

Event description:
It was reported that the burr became stuck with the wire. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, it was noted that the burr was locked, and the advancer and guidewire could not be withdrawn. The procedure was completed using another of the same device. No complications were reported, and patient is stable post procedure. It was further reported that the rotalink burr and rotawire were removed as one unit.